Manufacturer narrative:
The reported device was not returned to manufacturer as it remains implanted. The reported pvl prompted the surgeon to go back on bypass and place extra sutures to the valve possibly leading to heart failure and pulmonary edema. The are multiple issues - both product related and non-product related - that may extend the time the patient is on cardiopulmonary bypass. The rate of certain complications can increase with an extended cardiopulmonary bypass time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a patient was implanted with a 25mm mitral bioprosthetic valve due to native mitral valve regurgitation. Intraoperative echocardiography showed mild to moderate paravalvular leakage (pvl) between a1 and a2 cusp. The leak began to progress as the patient hemodynamically stabilized. Patient was then placed back on cpb and additional stitches were put into the annulus. Following completion of the aortic and mitral valve replacements, intraoperative echocardiography confirmed excellent and good hemodynamics of the aortic and mitral valve, respectively. After weaned from cpb, patient's heart was not recovering well so an intraaortic balloon pump was inserted, cardiac outputs improved and patient was decannulated. Two temporary pacing wires were placed. At this point, due to heart failure, the extent of the procedure and the pulmonary edema, the chest was left open protected with silastic membrane and plastic drape covering that. Patient was transferred back to the cardiovascular intensive care unit in a stable condition with intraaortic balloon pump support. The patient also underwent bioprosthetic aortic valve replacement. A 21mm bioprosthetic valve was implanted in replacement. Patient died 22 days after this surgery due to peripheral gangrene from severe hit (heparin induced thrombocytopenia) as patient refused distal extremity amputation.